Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10k03026, h10j15055, h10k28064 and h10g19136 with no issues noted during the manufacturing process. Root cause for the peritonitis is the patient's medical condition, diverticulitis. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is the first of four reports associated with this event.

Event description:
On (B)(4) 2011, baxter called the home patient (hp) regarding an unrelated alarm who reported being hospitalized and diagnosed with peritonitis. On (B)(4) 2011, the peritoneal dialysis nurse (pdrn), reported on a call with baxter that the hp had cloudy peritoneal dialysate starting (B)(6) 2011, was cultured and treated that day with a single intraperitoneal(ip) dose of gentamycin. Vancomycin was then initiated every 3 days ip for 3 weeks (doses unknown). The hp continued to have intermittent back and abdominal pain and on (B)(6) 2011 was seen by a gastrointestinal specialist for diagnostics and consultation. On (B)(6) 2011, the hp sought emergency care for nausea and abdominal/back pain. Acute peritonitis was ruled out, all diagnostics were negative and the hp was sent home. The hp had a dialysis clinic appointment (B)(6) 2011 where routine labs and cultures were obtained, but were not resulted at the time of the report. The pdrn reported that the hp's recovery had improved and gave causality to the hp's medical history of diverticulitis. The pdrn also stated that none of the baxter products were suspect.